Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient had a colonoscopy today, and turned their stimulation off last night and tried to use it today after the colonoscopy, but when the patient did it wouldn't work. The patient was helped to use their patient programmer (pp) and the patient was getting the splash screen. The patient then stated she was using sunbeam super heavy duty batteries. The patient claimed that something wasn't working with her recharger, but when the patient was walked through usage, it was working as designed. The patient reported her ins battery is almost full. The patient then tried regular alkaline batteries in the pp, and was able to sync and reported that they are seeing the low pp battery screen. The patient then told the agent that she thinks these batteries might be old. The patient is going to call back if this doesn't resolve the issue. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Continuation of concomitant products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (B)(6) 2019. The patient clarified that the report that something wasn't working with the recharger was that they could not get the device to come on. The cause of not being able to turn on the implant was that they had a "super" battery and it would not work. The patient replaced the battery and the issue was resolved. No further complications were reported/anticipated.